Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system.¿ according to the product labeling there are only four compatible guidewires that can be used with the jetstream device: compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm, thruway¿ 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore¿ 14, abbott vascular hi-torque iron man¿ 0.014 in. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter and a non-bsc guidewire were selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was advanced on the wire and activated in the patient; however the device got stuck on the wire. The jetstream and wire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.